Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system (cds 50903u123) referenced is being filed under a separate medwatch MFR number. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the steerable guiding catheter (sgc) was observed to be broken during use which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 51005u153) was unable to invert. The second cds (50903u123) was unable to deflect in m-direction. After removal of one clip, the steerable guide catheter was noted to be broken. With two clips implanted the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). As the steerable guiding catheter was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation concluded that the reported user experience was related to procedural condition due to the grippers being caught on the guide tip during clip delivery system removal. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report filed, additional information received: during removal of the first clip delivery system (cds (B)(4)), the grippers became caught on the tip of the steerable guiding catheter (sgc). The sgc was removed and it was noted that the sgc tip had a small scratch. The sgc was not broken as previously reported. The sgc was replaced and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.